Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for cutter lock assessment ¿ cutter was not locking securely into the mechanism, safety assessment and temperature assessment ¿ overheating. During service/repair, it was observed that the motor housing and elbow were dented and the tube housing, pawls release, locking pawls and drive shaft were damaged. It was determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed for safety assessment and temperature assessment ¿ overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.